Manufacturer narrative:
H10, h3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image revealed that the anchor tip was bent to the side and cracked between the threads. A visual inspection revealed that the anchor of the device had fractured between the threads proximal to the eyelet. The tip was bent to the side. There was minimal debris. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: breakage of the suture anchor can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force or bending during use, off-axis insertion, or improper preparation of the insertion site.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a rotator cuff repair, the twinfix anchor was broken. The broken pieces were removed using tweezers. The procedure was successfully completed without delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.